Manufacturer narrative:
In a good faith effort (gfe) response from the customer received on 21apr2025, it was confirmed that the 4 solenoids were replaced to resolve the issue. The customer stated that, following the part replacement, the v60 began to work as expected. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was an e/c 1109, pressure sensor autozero failed. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The remote service engineer (rse) informed the customer to perform the following troubleshooting steps in this order: verify the pin alignment between the solenoids and data acquisition (da) printed circuit board assembly (pcba), replace the 3rd and 4th proximal autozero solenoids, and then replace the da pcba. The customer requested the part information for the solenoids and the da pcba and the rse provided it. The investigation is ongoing.